Event description:
Urine drug screen tested positive for cocaine but I adamantly deny that I had smoked, inhaled, ingested or ivd said drug. I was never allowed to contest this test's result and subsequently discharged from the practice. I am typing this in fear that after the amount of medication I was on, I am facing both severe physical and mental suffering.